Event description:
It was reported that this device exhibited an accelerated rate of battery depletion. Data was forwarded to boston scientific technical services for review and confirmation of this anomaly. The data review confirmed the accelerated rate and provided guidance on an acceptable replacement timeline. No resulting adverse patient effects and to date, no replacement has been communicated. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
Following explant and return for analysis, this report will be further updated.

Event description:
It was reported that this device exhibited an accelerated rate of battery depletion. Data was forwarded to boston scientific technical services for review and confirmation of this anomaly. The data review confirmed the accelerated rate and provided guidance on an acceptable replacement timeline. No resulting adverse patient effects and to date, no replacement has been communicated.